Event description:
Patient returning to clinic for baclofen pump refill. This patient has a medtronic baclofen pump synchromed ii, (8637-20). The following information was received following the event: md completed an assessment on patient and orders were received to interrogate and refill the baclofen with no changes. During the refill (medtronic rep) and rn were present in the room. The patient was lying on the bed supine, mom at the head of the exam table holding the patient's hands. The baclofen pump was interrogated (located lower left quadrant [llq] of the abdomen pump visible under the skin). The critical alarm was alarming empty at the time of the interrogation. The baclofen sterile kit was opened, and the sterile technique was utilized throughout (sterile gloves applied) this process. The site (llq of abdomen) was cleaned with chloraprep and the port was accessed using a 22g needle- the needle was seated inside the pump- baclofen 500mcg/20ml was drawn up in a syringe and approximately 3ml was inserted and withdrawn insuring proper placement. The remainder of the medication was inserted with minimal resistance. The tubing was clamped and the needle was removed from the patient. Once the needle was removed, clear liquid spurted from the injection site and immediately around the site of injection swelling occurred. This was witnessed via (medtronic rep) immediately the baclofen port was re-assessed attempting to withdraw medication, unable to withdraw medication (md) (using sterile technique) re-positioned needle within the port and withdrew approximately 8ml of baclofen. The needle was then removed, and the site was cleaned with chloraprep and a bandaid was applied. The patient mental status was unchanged. Per md orders were received to bring patient to emergency department (ed) for admittance into hospital for observation due to the medication in the subcutaneous tissue. The patient was taken to the ed and later admitted to hospital. While at hospital, a refill was attempted with preservative free saline (20ml) the site around the insertion site the saline was also noted to be in the subcutaneous tissue (informed md and rep.). The decision was agreed upon via patient's mom to remove the pump and replace the pump at hospital.